Event description:
In 2007, a carotid-carotid-axillary bypass procedure was performed and a gore tag thoracic endoprosthesis was implanted to repair a ruptured descending thoracic endoprosthesis was implanted to repair a ruptured descending thoracic aortic aneurysm. The following day, the patient presented with paraparesis; cerebrospinal fluid drainage was performed and the paraparesis resolved.